Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had ins battery check at their doctor's office on monday,  they checked battery and then reprogrammed settings, however did set back to initial program. Patient reports they are experiencing leg pain and wondering if related to last appointment. Patient services had the patient check the current settings which were on program 4 at 0.4. They had patient try lowering, the stimulation and it did not resolve the issue. Patient said on monday when they tested the battery they got a jolt in the leg. It feels like when you have a fever and your skin hurts, the whole leg hurts and lower back and area around incision. Whole leg hurts and lower back and area around incision. The left side of pubic bone and over the ovary and thigh hurts and their leg is twitching. When asked if the doctor said they could try a different program and the patient said yes, but didn't want to change the program, said she knew how to do it. They think the leads aren't in where they should be anyways, as it is like nerve pain.